Event description:
On hold mr 08/18. Related manufacturer report number reference: 2916596-2022-11341. It was reported that the patient was transferred to computed tomography (CT) scan on batteries on (B)(6) 2022. When the patient returned to the room, the patient was attached back to the power module. There was a low voltage advisory on the black cable and the patient was immediately switched to batteries. The power module and the patient cable were changed out to another set, and the same occurrence of low voltage was noted. When both power cables were attached to the same patient cable, no alarms were noted. Log file analysis captured low voltage hazard events on the power module on (B)(6) 2022. Further log file analysis indicated that during the event, the relative stated of charge (rsoc) values of the white power lead were low while connected to the power module and patient cable which indicated that the rsoc signal between the power source and the controller was degraded; motor function was not affected by the events. The controller (B)(4) was recommended to be exchanged by heartline and was exchanged on (B)(6) 2022 which resolved the low voltage event. It was reported through the patient outcome that the patient passed away on (B)(6) 2022; the patient had multi-organ failure. The site reported that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log files; however, the event was unable to be confirmed via product testing. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and log files were submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 10 days (B)(6) per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were active on both power cables while the controller was connected to both battery power and the power module. The alarms were intermittently active on (B)(6) 2022 at 23:57:12 - on (B)(6) 2022 at 00:15:39, on (B)(6). At 13:30:43. The alarms cleared shortly after activating. Pump operation was not affected while the driveline was connected. Additional information provided on 14may2022 stated that the power module and patient cable were exchanged and the alarms persisted. Additional information provided on 14may2022 stated that the system controller was exchanged due to power cable disconnect and low voltage alarms. Additional information provided on 18may2022 stated that exchanging the controller resolved the alarms and that product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.